Manufacturer narrative:
Updated fields - b4, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation), h11. Corrected field: b5, d7a, h6 health effect ¿ clinical codes. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # 1180171

Event description:
It was reported that the after opening intra aortic balloon (iab) , before start of therapy while taking inside the sheath noticed leaking blood after that noticed balloon is crushed and torn.

Event description:
It was reported that the after opening intra aortic balloon (iab) , while taking inside the sheath noticed leaking blood after that noticed balloon is crushed and torn.

Manufacturer narrative:
Due to character limit in e1: full initial reporter name: (B)(6), event site name: (B)(6) hospital, full event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).